Manufacturer narrative:
Patient information could not be obtained due to country privacy laws. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. Unique identifier: (B)(4). A ge healthcare service representative performed a checkout of the system and confirmed the reported issue. Replaced carrier board and reloaded software to resolve the issue.

Event description:
The hospital reported the unit shutdown during a case. The unit restarted and case completed. There was no report of patient injury.